Event description:
Info received indicates during a preventive maintenance check the tech found the ground resistance on the bed was out of range.

Manufacturer narrative:
The tech isolated the issue to the ac power cord plug. He replaced the power cord plug to repair the bed.